Event description:
It was reported that during the use of the product, the connection part was found broken. No patient injury.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device and two photos were received for investigation. Photo one shows the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector where it's observed to be cracked. Visual inspection confirmed the complaint; the proximal end female luer connector was observed to be cracked. Testing was conducted to try to duplicate the issue in the manufacturing facility. Based on the sample returned by the customer it was not possible to replicate the damage or confirmed as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damage, the root cause is that the female luer connector became damaged after the product left manufacturing facilities. Root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required because the mitigations on place were revised and are being executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.